Event description:
Approximately one year two and a half months post hvad implantation this patient presented to the emergency department with complaints of no visible power and flow values on the controller display. The site subsequently tested the controller and noted that there were also no audible alarms. The patient was not aware of the loss of audio signals. When connected to the monitor; however, the controller did show correct power and flow values. The site exchanged the controller and sent it back to the manufacturer for evaluation. The patient remained stable during the exchange.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Any information received regarding this event after filing this report shall be filed on a supplemental MDR.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of a photo provided by the field service engineer that showed the controller with a faulty display. Upon return to heartware, thorough external visual inspection of the device revealed no signs of physical damage or contamination. Analysis of the device revealed that the device met specifications. The controller passed visual inspection and functional testing. It was also noted in the event details that the controller did not produce any audible alarms. Testing could not confirm the inaudible alarm claim; medium and high priority alarms worked as expected. Applicable risk documentation and experience with events of similar circumstances were considered; events involving a faulty controller display are most often attributed to a faulty internal component. The cause of the faulty display could not be conclusively determined; the most likely root cause is a faulty internal component. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that they are currently using. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.